Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced hyperglycemia with dka. The patient was on a closed- loop system, where the dexcom g7 communicates directly with the insulin pump to adjust and suspend insulin delivery. The cgm reading was normal for over 24 hours (consistently between 4.8¿8.2 mmol/l), when in reality the blood glucose was over 40 mmol/l. Because the pump trusted the dexcom data, insulin delivery was suspended unnecessarily. This led to severe hyperglycemia and the patient was admitted to hospital with dka, requiring treatment IV medication. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.